Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will perform a pocket revision to either reposition or explant the ipg.

Manufacturer narrative:
Additional information received indicated that the physician decided to explant the patient's ipg in the future. There is no further course of action at this time. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will perform a pocket revision to either reposition or explant the ipg.